Manufacturer narrative:
Therapy date : unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). (B)(4).

Event description:
From the journal article, it was found that one patient was implanted with ncb plate and underwent revision due to failure of osteosynthesis. Journal article: d. Eschbach. One year after proximal or distal periprosthetic fracture of the femur -two conditions with divergent outcomes?.injury, int. J. Care injured 49 (2018) 1176¿1182.

Manufacturer narrative:
Additional: h2, h6. Correction: b4, g4, g7, h10. Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item numbers are available. Event summary: it is reported that 1 patient with periprosthetic fracture around total hip implant in the journal article was revised due to failure of osteosynthesis 1.5 months after the index ostoesynthesis. The index osteosynthesis took place between feb 2008 to feb 2016, a ncb-pp or ncb-df were used. Review of received data. Journal article: the aim of this study is analyse differences in outcome, complication and chances of restore pre-fracture mobility of periprosthetic femur fracture around total knee arthroplasty (pftka) and total hip arthroplasty (pftha) treated with same surgical technique. 73 patients who had periprothetic fracture treated using mini-open technique or minimally invasive approach between feb 2008 and feb 2016 are included in this study. Two kinds of plates were used, the periprosthetic non-contacting bridging plate (ncb-pp) and the distal femur non-contacting bridging plate (ncb-df). At least 4 locking screws (with 8 cortices) in diaphyseal and metaphyseal areas were used. More screws were added when only 1 cortex were fixed with screw. No weight bearing or at least reduced weight bearing was instituted during the first 6 month. The first follow-up was performed after 6 weeks before the start of full weight bearing. Surgical revision was required for 8 out of 37 patient in pftka group and 4 out of 36 patient in pftha. The case of failed osteosynthesis were reosteosynthesis 1.5 month after index surgery. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check could not be performed as the ref lot number, plate type and the combined device (screws/cables) are unknown. Root cause analysis: based on the article, either a ncb pp plate or a ncb df plate was used. Therefore, root cause analysis was performed for both possibilities. Root cause determination using rmw (ncb df): loss of fracture reduction before complete bone healing due to loosening of ncb df implant from the bone due to mechanical forces applied (torsion, bending, possible, as the events detail, x-ray image, surgical note and medical records are not available. Loss of fracture reduction before complete bone healing due to thread-stripping/ screw seating/removal torque/axial load possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Also, the explanted devices were not returned, the condition is unknown. Loss of fracture reduction before complete bone healing due to loss of screw angular stability due to insufficient strength of the design not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of surgery due to wrong selection of components or use in combination with device outside the system possible, as the events detail, x-ray image, surgical note and any other medical records are not available. The explanted devices also not returned. It is unknown if wrong/incompatible components were used. Failure of surgery due to use of the device not compliant with defined indications => possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Loss of fracture reduction before complete bone healing due to user connect the targeting device to wrong plate (l/r) => possible, as the events detail, x-ray image, surgical note and medical records are not available. Unstable osteosynthesis due to inadequate implant stiffness not possible, a systematic issue with design and material stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to user choose a wrong angular direction for the screw possible, as the events detail, x-ray image, surgical note and medical records are not available. Unstable osteosynthesis due to users define incorrect placement of the plate => possible, as the events detail, x-ray image, surgical note and medical records are not available. Unstable osteosynthesis due to user is placing the cables improperly => possible, as the events detail, x-ray image, surgical note and medical records are not available. Unstable osteosynthesis due to user is placing the cables improperly => possible, as the events detail, x-ray image, surgical note and medical records are not available. Loss of fracture reduction before complete bone healing due to user connect the targeting device to wrong plate (l/r) => possible, as the events detail, x-ray image, surgical note and medical records are not available. Root cause determination using rmw (ncb-pp): loss of fracture reduction before complete bone healing due to loosening of ncb pp implant from the bone due to mechanical forces applied (torsion, bending, possible, as the events detail, x-ray image, surgical note and medical records are not available. Loss of fracture reduction before complete bone healing due to thread-stripping/ screw seating/removal torque/axial load possible, as the events detail, x-ray image, surgical note and medical records are not available. Loss of fracture reduction before complete bone healing due to loss of screw angular stability due to insufficient strength of the design-> not possible, a systematic issue with design and material stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to user is placing the cables improperly => possible, as the events detail, x-ray image, surgical note and medical records are not available. Line r-1.4.10: unstable osteosynthesis due to inadequate plate stiffness -> not possible, a systematic issue with design and material stiffness would have been detected as part of the issue evaluation assessment. Failure of surgery due to wrong selection of components or use in combination with device outside the system => possible, as the events detail, x-ray image, surgical note and any other medical records are not available. The explanted devices also not returned. It is unknown if wrong/incompatible components were used. Failure of surgery due to use of the device not compliant with defined indications => possible, as the events detail, x-ray image, surgical note and any other medical records are not available. Conclusion summary: neither device reference number, specific event description, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received to confirm the event. The condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level and relevant medical history are unknown. Adherence to rehabilitation protocol is also unknown. The failure of osteosynthesis was detected 1.5 month after the index surgery presumably at the first follow-up on 6th week which was before the start of full weight bearing. Despite the patient factors such as bone quality or the adherence to post-operative instructions, an early event of osteosynthesis failure might have a higher relation to the surgical technique used, inadequate choice of components and the poor primary intraoperative reduction. However, due to the significant lack of information, other possibilities also could not be excluded. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). Attachment: [2018-09-06_journal article.pdf].

Event description:
No change to previously reported event.